Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After obtaining transseptal access using non-boston scientific (bsc) transseptal devices, the physician created a left atrial electro anatomical map in the left atrium using a non-bsc device. After creating the left atrial map, the physician removed the catheter and exchanged the non-bsc sheath with the faradrive sheath. Before advancing the farawave catheter into the patient, multiple attempts were made by the physician to aspirate the faradrive sheath with a 20 ml syringe. Air bubbles were seen in the syringe during each aspiration attempt. The sheath was replaced, with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.